Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inspection was conducted during the procedure ¿because the lead came off and it was found that the lead came off from the anchor.¿ the lead was replaced as a result of the event and the issue was resolved. The physician involved with the event indicated the cause was ¿unknown.¿ it was noted there were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.

Event description:
Additional information received reported that while the lead was in a place ¿that some tension hung;¿ ultimately, the ¿cause was unknown.¿ there remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type accessory. If information is provided in the future, a supplemental report will be issued.